Manufacturer narrative:
(B)(4). The pipeline flex will not be returned for evaluation as it was discarded by the customer. The device was not returned for analysis; therefore the report of pipeline flex failure to open could not be confirmed and the event cause could not be determined. The cause of the thrombus formation in the m2 segment. Distal to the pipeline flex could not be determined. Thromboembolism is a known inherent risk of neurovascular procedure and is documented in the pipeline flex instruction for use.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was being treated for an unruptured, saccular aneurysm in the right internal carotid artery (ica). Aneurysm max diameter was 14mm and neck diameter was 8mm. Landing zone artery size was 3.5mm distal and 3.75mm proximal. The vessel tortuosity was normal. The pipeline flex and accessory devices were prepared and used as per IFU. At deployment, the pipeline flex did not open on the distal end. The device was resheathed two times in an attempt to open it, but was not successful. A clot began to develop distal to the pipeline flex in the m2 segment. The pipeline flex was removed from the patient. Intraarterial eptifibatide was administered and the clot was resolved. The aneurysm was left untreated. The patient is currently fine. There were no patient symptoms as a result of this event.